Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that three days post implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. At the initial implant shock impedance measurements were 100 ohms, however following defibrillation threshold (dft) tests was 57 ohms. An invasive procedure was performed to assess the lead and device connection. The terminal pin was visualized to be correctly inserted in the header and a tug test was successfully performed. The lead was removed from the header and reinserted. Full insertion was verified and the lead was secure in the header, however high out of range measurements were again observed. There was a concern of a device header anomaly, therefore a new device was implanted with the chronic lead. Acceptable shock impedance measurements were obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Manual impedance testing was completed and all shock impedance measurements were high and out of range. Numerous commanded lead impedance tests yielded measurements within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device passed electrical testing. The clinical observation of high out of range shock impedance measurements was confirmed, however the root cause could not be determined as the device began to operate appropriately during testing.